Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.